Manufacturer narrative:
The investigation determined that the product is performing within specifications. Per product labeling (package insert): "toxic if swallowed, in contact with skin or if inhaled. Wear protective gloves/protective clothing/eye protection/ face protection." Per material safety data sheet labeling: "avoid contact with skin and eyes."

Event description:
It was alleged that a user was treated due to an allergic reaction with isd sample pretreatment. The user was reportedly preparing a sample for use with the tacrolimus reagent. The sample is pre-treated using the isd sample pretreatment reagent. While preparing the sample with the isd sample pretreatment reagent, it was reported the user accidentally touched her face to adjust her mask. The pre-treatment reagent reportedly came into contact with the user's face and she had an allergic reaction. The user was reportedly wearing a face mask, a face shield, and gloves at the time of the event. It was alleged that the user's face became red and swollen. The user was reportedly sent to the customer's occupational health office, where a cortisone injection was administered to the patient. The user is reported to be currently healthy. The user allegedly received a doctor's note stating that the user is to no longer rotate on the bench or work with the assay.